Event description:
It was reported that the lead was accidently cut at stage 2 implantable neurostimulator (ins) implant. The healthcare provider would replace the lead. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported it was unknown which lead had been cut. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model unk lot/serial # unk implanted: unk explanted: unk.

Manufacturer narrative:
Lead model 3389s-40, lot# v530287, implanted (B)(6) 2011, explanted unk; lead model 3389s-40, lot# v750324, implanted (B)(6) 2011, explanted unk.